Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a pt presented in the ed on (B)(6) 2011. I-stat troponin at 0931, 0.09 ng/ml; I-stat troponin at 0959, 0.02 ng/ml; lab (vista) at 0925, <0.05 ng/ml. Pt was discharged (B)(6) 2011. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).